Event description:
#Medwatcher #(B)(4). Constant heavy bleeding, migraines, itchy skin with rash from waist down, blurred vision, dizziness and nauseated, extreme lower back and pelvic pain and moments of immobility in hips and legs.